Event description:
It was reported that the micro sagittal saw ran without user activation during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the device is received and after a quality investigation has been completed.

Event description:
It was reported that the micro saggital saw ran without user activation during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly the nose housing bearing was coming unpressed. The sockets in the motor were also coated with a foreign substance (corrosion).